Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that abnormal noise and actuation failure of cutter was observed during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no information about the patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes with tip protector in trays with other items were received for the report. Sample one was visually inspected and found to be nonconforming with orange/brown and black foreign material inside the port and on the port face and on the welded cap and clear foreign material observed on the needle. A piece of o-ring was seen in the vent hole of the engine. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. No abnormal noise was heard. The probe engine was disassembled, and the components inspected. The diaphragm and spacer are intact. Top o-ring has inner diameter damage. Bottom o-ring has inner and outer diameter damage. A small piece of broken off o-ring was in between the spacer and the bottom o-ring. Sample two was visually inspected and found to be nonconforming with orange/brown foreign material inside the port and on the port face and on the welded cap. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation, conforming for aspiration, and nonconforming for cut. No abnormal noise was heard. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area, cutting edge and several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. Nonconforming record has been completed for trending the defect of damaged o-ring. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample one: the returned sample was conforming for all functional testing, and no abnormal noise was heard. However, a manufacturing related potential contributor factor was identified, damaged was observed on the o-ring and cannot be ruled out for the actuation problem as reported. Sample two: the complaint evaluation does not confirm an actuation or aspiration failure and indicates that the probe had a cut failure. The root cause for the poor cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use, the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration and actuation failures were not confirmed and it appears that the observed cut failure was due to excessive use of the probe by the user; however, a non-conformance was completed for the damage observed on the o-ring. Per the directions for use, the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. Data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).